Manufacturer narrative:
The machine was evaluated on (B)(4) 2011 by a haemonetics field service engineer. The machine was found to meet manufacturing specifications. A download of procedure data was acquired. No disposable components or solutions used available for review. Further information about the event was acquired from the operator. After several attempts at trying to empty to the reinfusion bag the screen went blank. After powering off then on, she was not presented with the option to recover and therefore her volume accounting numbers were gone. They also mentioned that they had blood in their wall suction system. The haemonetics service hotline was not contacted to assist in the recovery of this data. The data download has confirmed the in process error messages occurred. We have verified through representative testing that the false air detected messages in conjunction with the clamped line sensor messages are likely due to high vacuum on the reservoir during the empty mode. The investigation is ongoing to determine cause. A follow up report will be filed when it is complete.

Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that the cell saver 5 stopped working and would not process blood during a period of high blood loss. They alleged that a display failure occurred when customer pressed start after the machine displayed air in line message. The customer noted that they did not see any air in the line. No patient injury or reaction reported. No operator injury reported.